Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. Patient code (B)(4): no code available (secondary surgery, lens exchange).conclusion code: off-label use [anterior endothelium chamber depth < 3.0mm (2.79mm)]. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, diopter -8.0 into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016, the lens was exchanged for a longer lens due to low vault. The problem was resolved.

Manufacturer narrative:
\Device evaluation: the lens was returned dry in a micro centrifuge vial with clear surgical residue/ debris on the product. Visual inspection found no visible damage to the lens and presence of clear surgical residue on the lens. (B)(4)./